Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several cubie pockets failed. A field service engineer verified configuration and cables connections and reseated row board cable. Then, the fse found drawer 2.2 retractor band cable was damaged, so the fse removed and replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, several cubie pockets in drawer 2.1 were failed to open. The user was unable to recover it due to the pocket was greyed out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, several cubie pockets in drawer 2.1 were failed to open. The user was unable to recover it due to the pocket was greyed out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.